Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative on 2017-mar-13 regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indication for use was intractable spasticity, and the patient's weight was asked but unknown. It was reported that the patient came to the hospital on (B)(6) 2017 to have a pump site wound checked, and the pump was found to be exposed. The pump ruptured the skin, was explanted, and was to be replaced due to erosion. It was unknown if any environmental, external, or patient factors led or contributed to the event, and no diagnostics or troubleshooting were performed. The issue was considered resolved, and the patient status at the time of report was alive - no injury.